Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall and subsequent attempts to restart and perform dry-run priming were unsuccessful, consistent with a failure to infuse and implicating the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during troubleshooting, and the device behavior was consistent with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.